Event description:
Boston scientific crm received information that post-abalation procedure, this atrial lead exhibited high thresholds and loss of capture. The physician suspected the lead dislodged as a result of the ablation procedure. A revision procedure was scheduled to reposition the lead. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.